Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v462933, implanted: (B)(6)2010, product type: lead. (B)(4).

Event description:
A loss of therapy was reported. The caller stated patient thinks her device was turned off when she went in for a total knee replacement on (B)(6) 2015 and has been off since. The patient had been experiencing incontinence issues. Impedance measurements were not taken. The caller did not have 8840/patient access. Tech services reviewed checking the patient's device with her patient programmer. The caller was not with the patient now but will call tech services back once she is with the patient to get instructions on how to check implantable neurostimulator (ins) and turn it back on if need be. The caller called to follow-up on prior call and work with the patient programmer. The caller interrogated the device successfully with the patient programmer and confirmed that the ins was turned on. Event date: (B)(6) 2015.